Event description:
It was reported that a pt expired while being monitored on a dash 4000 pt monitor. The pt was in a continuous care / resuscitation unit and experienced an asystole event with respiratory failure. The monitoring staff allege that the unit did not generate audible alarms between 03:00 and 05:00. The pt's reported time of death was 05:39. Following the event the site reported that the asystole alarm priority was found at advisory level instead of warning level as expected.

Manufacturer narrative:
Under (B)(4) law pt info will not be made available. The device was evaluated on site by a ge healthcare field engineer and log files were made available. A log file review by ge healthcare engineers indicate that the system alarmed at advisory levels for multiple parameter events during the time period in question. The alarms were additionally announced at a central monitoring system. Per the review, the available data indicates the bedside device was configured in the operating room mode instead of ICU mode. This resulted in presenting alarms of a lower than expected priority level for a deteriorating pt condition to the clinicians during the event. The available info also indicates the device was functioning as expected for this mode and no malfunction is evident. The device mode is user configured per the operator manual and includes several modes corresponding to use scenarios. It is unk when the device mode was changed. This info will be provided to the site. At this time no further actions are planned.